Event description:
It was reported that this patient with a cardiac resynchronization therapy defibrillator (crt-d) had a ventricular episode in which the device provided appropriate shock therapy. The patient was shocked multiple times. However, therapy was not exhausted. Additionally, a review of device data found a stored signal artifact monitoring (sam) in which there was noise that was being oversensed by the respiratory rate trend (rrt) sensor however, it appears it is something external. Lead measurements were all noted to be within range. No other noise was noted on any other subsequent events. At this time, the device remains in service. No adverse patient effects were reported.